Event description:
One sample of ivenix administration set was returned for evaluation. Visual inspection was performed. Upon visual inspection, the gold foil corresponded to the specific code set-0032-25. It was confirmed a separated distal from the rotating luer lock. The customer complaint is confirmed. The probable root cause may be related to an incorrect assembly of the rotating luer lock at the supplier manufacturing process which was not detected or captured during the ivenix set manufacturing process at the production facility. The current process controls detection include 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line.

Event description:
The following has been reported - nurse stated: cracked/broken distal luer locked. Had to re-spike the bag. Otherwise had to remake the fluids, this creates delays in care. A preliminary review of the logs identified the following issue: administration set breaks (any part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.